Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had developed staphylococcus infection at the ipg site. Symptoms were oozing at the battery site and fever. It was also reported that infection was not device related and the cause was due to patients fall that opened the wound. Nothing happened during the procedure that may contributed to infection. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively.